Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The customer had changed the infusion set, and the next morning she woke up with a blood glucose reading of 500 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the husband didn't have the tubing clamp for the high pressure test. A tubing clamp was mailed to the customer, and was advised to call back to conduct the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.